Event description:
It was reported that in 9/2002, the pt heard a very loud popping sound, followed by subsequent shutdown of the system. Pt was able to hear something of the system. Pt was able to hear something (as though 1 channel was still working), but they had no benefit from the system. This happened over the next few days intermittently. Only noise to be heard was a very loud static type of noise, after the popping sound. In 9/2002, clinic tested system and it appeared to be working ok. However during the testing the system went out, accompanied by the popping sound and followed by very loud static. Integrity testing in 10/2002, all external equipment exchanged, but problem was not resolved. Pt heard loud popping sound again. Telemetry measurments are fine.